Manufacturer narrative:
Correction: b5.

Event description:
During a follow-up in clinic, episodes of post-paced t-wave oversensing (pptwos) and pacemaker mediated tachycardia (pmt) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a follow-up in clinic, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable and will continue to be monitored.